Event description:
It was reported that the tip of the catheter broke off in the pt's wound during use.

Manufacturer narrative:
The catheter was returned with the distal windings missing from the tip of the catheter. The balloon does inflate and did not leak. The windings appear to have pulled off the tip of the catheter and were not returned.